Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well post-operatively. No device malfunction was suspected. The explanted ipg was not returned as it was kept by the medical facility.